Manufacturer narrative:
Based on the supplier's results of investigation, the device history record review did not indicate any exception that could lead to the reported incident. As sample was not available for further investigation, the root cause could not be determined. There is no additional action taken at this time, but aikin will continue to monitor the trend of this type of incident.

Event description:
The customer called to report part of the frame of the product broke.